Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 36.6cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and there was blood and contrast present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during insertion, the balloon shaft broke. The device was removed fractured from the patient. No device fragments were left inside patient. The procedure was completed with a new 3.50x15 device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during insertion, the balloon shaft broke. The device was removed fractured from the patient. No device fragments were left inside patient. The procedure was completed with a new 3.50 x 15 device. No patient complications were reported.